Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch # 9324122 all inspections were performed per the applicable operations qc specifications. There was one (1) notification [200865195] noted that did not pertain to the complaint.

Event description:
It was reported that 3 syringe 0.3ml 31ga 8mm 10bag 500 pl/wg separated from hub duing use. The following was reported by the initial reporter: "it was reported that needle hub separated from 3 syringes when shield was removed. Consumer reported found 3 syringes in a row when removed needle shield needle hub removed with shield".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 3 syringe 0.3ml 31ga 8mm 10bag 500 pl/wg separated from hub duing use. The following was reported by the initial reporter: "it was reported that needle hub separated from 3 syringes when shield was removed. Verbatim: consumer reported found 3 syringes in a row when removed needle shield needle hub removed with shield".